Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-apr-2019 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The pump was not able to power on during testing, duplicating the power issue. There was moisture visible in the display. A leak test revealed leaks at a crack in the pump case. The pump¿s cover was removed and moisture damage was observed on the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.